Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was unable to adjust stimulation with the patient programmer. The programmer's display showed a "call your doctor" icon. A power on reset (por) condition was encountered. Clearing the por with the navigation key resolved the issue.